Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they wanted their implantable neurostimulator (ins) reprogrammed because it wasn¿t working anymore. The patient stated that they couldn¿t control their spasm, which they would get in their left leg. The patient was redirected to their healthcare provider (hcp) to make an appointment to have the device reprogrammed. It was noted that the issue occurred about a month prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.